Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was died and had motor error. Customer¿s blood glucose was 156 mg/dl. Customer stated that drive support cap was normal and insulin pump was able to rewind. Customer performed displacement test and passed but motor error recurred. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.